Event description:
A cancer pt at the medical center was on a dilaudid drip. This got changed to a morphine drip at 8:30pm. Morphine was supposed to be programmed to 25ml/hr. The pt died at 9:30pm and it is questioned whether this is due to a programming error of the morphine. ? Set at 255ml/hr. Co's investigation could not confirm nor replicate the reported overinfusion. A review of the event history log was inconclusive since the events surrounding the incident had been overwritten due to continued use of the device at the customer site. Testing and inspection of the pump found it to be in good working condition and delivering fluid within specifications.